Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain and pain at the ins. The patient states implant uncomfortable and causes anxiety and wants to have the system removed. The patient has appointment with new pain management physician on (B)(6) 2024 and rep will attend if possible. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. 2024-11-06 e1: additional information from the rep indicated that cause of the issue was unknown. The ins has been explanted. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.